Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The potts scissors instrument was analyzed and found to have one blade(s) bent at the tip. Bend point is located approximately 3.56 mm from the tip of the blade. The blades are not able to fully close as a result of the bending. Cut performance is negatively impacted due to the bending.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.